Event description:
When ambulating from the commode the patient felt a snap in her left femur and lowered herself to the ground. X-rays showed a left subtrochanteric femur fracture. The injury was repaired with an intramedullary gamma nail placement to the left femur. The left femur is the site of the bone graft harvest performed using the synthes ria bone grafting system.